Event description:
It was reported that during an unknown procedure, the anvil head broke off during a triple staple technique. It was later reported that the anvil head was retrieved from the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: it wasn't the anvil that broke off, it was the ancillary trocar that broke in half and was stuck in the anvil, which was still in patient. There was no patient consequence and they accidentally threw out the device. Nothing was left in patient. Anvil was removed and another ecs was used to complete surgery. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.